Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Additional information has been requested and if received will be provided in a supplemental report.

Event description:
Revision left total hip replacement. Patient experienced squeaking & pain in hip joint when under load. Removed stryker ceramic acetabular insert & biolox delta v40 femoral head. Replaced with trident x3 polyethylene insert & bilox delta v40 ceramic head.